Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device remains implanted. The patient called today reporting she had a very bad fall recently and that her pacemaker has migrated toward her armpit and is no longer in its proper position. She had seen a device tech in person right after her fall, the patient reported the check did not show anything irregular. Since that device check (her device is still in the migrated position), she has developed some symptoms and reported feeling some abnormal electric stimulus. Aps recommended she call her doctor immediately to address symptoms. Home monitoring trends: rv pacing impedance is trending up, ra sensing is trending up. Device remains implanted. Should additional information become available, it will be added to this file.